Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings: the alleged complaint could not be duplicated. All of the keypad buttons were responsive. There was no evidence of contamination on the contacts. Moisture was found near the keypad connector.